Event description:
It was reported that the drape on the patient got burned and the skin underneath got slightly burned. The scope was not connected and the cable was placed on the drape. The light source was on and the lighting was set at 80. The burn on the skin was light so the procedure was continued and completed successfully.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous investigations with the same failure mode, the most probable root cause can be determined to be due to user error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.